Event description:
It was reported that the patient died "from complications with laser lead extraction." The lead was being removed due to the "threshold was higher than the physician desired." A cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful.